Event description:
It was reported that the patient presented to the emergency room following inappropriate shock due to oversensing of the atrial signal on the right ventricular (rv) lead. Dislodgement was confirmed via x-ray. During lead revision, helix was slow to deploy. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.